Event description:
It was reported that the recanalization catheter would not advance to the target lesion and a kink was identified near the distal end of the catheter. Upon removal of the catheter, the core wire was found to be detached near the distal tip. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The patient sex was documented, but was not reported on the MDR. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. There have been two complaints reported to date for corporate lot number gfxi0974, for this issue. The device was returned. The investigation is confirmed for a fractured core wire near the distal tip and confirmed for material separation as the outer catheter was separated for the distal tip. The investigation is inconclusive for failure to advance as functional testing could not be completed due to the poor sample condition. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. It is likely that the user could not advance the catheter into the target lesion due to the break in the core wire. It is unk when or how the core wire broke. The current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction.